Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, when the guidewire was removed, the needle became detached. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, a review of the manufacturing records for the batch was confirmed that the devices in this batch met all applicable specifications. As there was no evidence of any product quality deficiencies, it was considered likely that the kinks and device coating issues (rough/ peeling/ missing) were attributable to procedural factors. Based on a thorough review of all information available for consideration, there was no evidence that the reported needle becoming detached upon guidewire removal was attributable to any product quality deficiencies related to the complaint device.

Event description:
.